Event description:
Health professional reported a lap-band system removal and repair of the bowel due to alleged ¿erosion of the lap-band cable into the small bowel causing obstruction.¿ follow-up findings: health professional added that the pt had gone to the emergency room complaining of a bowel obstruction. A computed tomography scan was performed and showed a ¿small hiatal hernia with small bowel dilatation.¿

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, hiatal hernia, ¿bowel obstruction¿ and ¿small bowel dilatation¿ are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: ¿caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.¿ device labeling addresses the reported event of hiatal hernia as follows: ¿there were add¿l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.¿